Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. This article represents the serious injury complications cited in the article. See section h10, related report number 1 for single death report from this article. Citation: pilz da cunha, g., de meyere, c., d¿hondt, m. Et al. Robotic liver parenchymal transection using the synchroseal. Surg endosc 38, 4947¿4955 (2024). Https://doi.org/10.1007/s00464-024-11005-4. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d: suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the procedures were performed at two institutions: (B)(6).

Event description:
A literature article described a retrospective cohort study to evaluate the safety and effectiveness of the use of the da vinci synchroseal instrument compared with the da vinci vessel sealer extend instrument for robotic parenchymal transection of the liver. The study included a total of 155 robotic liver resection (rlr) patients using the synchroseal from june 2021 to march 2023, and 161 rlr patients using the vessel sealer from february 2020 to march 2023 performed at two institutions. Eleven patients in the synchroseal group had a oslo classification grade 1 intraoperative incident, which are defined as managed without change of operative approach and without further consequences for the patient. Grade 1 incidents consisted of 4 bile leaks solved by suturing or ligation with clips, 4 bleedings solved by suturing or stapling, a serosal injury which was sutured, and an air embolus with a refractory oxygen saturation drop. One procedure with the synchroseal device had to be converted to open surgery due to the patient's being fibrotic and easily-bleeding liver with hemodynamic instability caused by the pringle maneuver which was assessed as oslo classification grade 2. Post-operatively, 17 patients experienced a severe complication (clavien-dindo 3a) in the synchroseal group and three required admissions to the ICU for a median of 8 days. Bile leaks were experienced by 9 patients in the synchroseal group, of which 8 required a reintervention. 13 patients experienced severe complication (clavien-dindo 3a) in the vessel sealer group, and 12 of them required re-intervention, with 2 required re-operation. No patients experienced postoperative bleeding from the liver resection surface. There were no device issues in any of the two groups mentioned in the article. The article conclusion stated that the synchroseal is a safe and effective device for robotic liver parenchymal transection.